Event description:
Additional information received reported that the ins "was a defective battery."

Event description:
Follow up reported the battery was replaced because the patient complained of uncomfortable stimulation. The battery level was fine and impedances were within normal limits. The device was not available for return and the representative had no further information.

Event description:
It was reported that a surgery to replace an implantable neurostimulator (ins) was to take place. It was thought that the ins was at end of life status, but through interrogation, the battery level was determined to be 3.0v. It was unclear why the ins was being replaced. Follow up information was requested, but was not available at the time of this report. A follow up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2010 (B)(6), product type lead, product ID 3778-75, serial# (B)(4), implanted: 2010 (B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).